Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that the header of this defibrillator came off during a normal device changeout procedure. This occurred while the physician was pulling the device out of the pocket. It was noted that the device was not a sub pectoral implant. A new device was successfully implanted. No adverse patient effects were reported.